Event description:
It was reported, the camera head had an air leakage from the connector seal. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of the main body and corrosion of the scope mount. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cracks on the connectors. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on additional information provided by the completed investigation.